Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device state that ¿the strata ii valve is considered magnetic resonance conditional in accordance with astm f2503.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016 due to hydrocephalus. According to the report on (B)(6) 2016, the patient underwent a brain MRI and went into a coma. Reportedly, the patient is currently still in a coma and the device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.